Manufacturer narrative:
(B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot), doi and dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2008 - dor: (B)(6) 2009. Depuy considers the investigation closed at this time.

Event description:
Litigation papers allege: in or around (B)(6), 2008, pt was implanted with a depuy asr xl acetabular system on her right side. Since the surgical implantation, pt has suffered symptoms including, but not limited to pain, swelling, inflammation, and lack of mobility. As a result, in or around (B)(6), 2009, pt underwent surgery to remove the asr hip.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.